Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Review of literature article, "clinical trade-offs in cross-linked ultrahigh-molecular-weight polyethylene used in total joint arthroplasty", by lisa a. Pruitt, farzana ansari, matt kury, et al, published in journal of biomedical materials part b 2013:101b:476-484, for purposes of MDR reporting. Study examined two cases of uhmwpe bearing failure, one involving a depuy 58 mm diameter pinnacle acetabular shell and the marathon 58 mm xlpe liner (28 mm ID), and the other case involving competitor products. With regard to the depuy cup and liner, it was reported that the patient tripped and experienced a posterior hip dislocation, treated with closed reduction, followed by abduction bracing for six weeks. Radiographs taken four months later revealed no abnormalities. Thirteen months after the dislocation event, patient experienced a sharp pain, accompanied by popping and grinding in hip, while rising from a chair. Radiographs revealed a dissociated acetabular liner from the cup. Revision surgery revealed fractures of five of the liner's six locking tabs, as well as indent deformation on the upper rim surface, and a gouge on the outside of the liner. Authors suggested an impingement event likely caused the liner to be forced up out of the shell, rotated, with the locking tabs sitting up on the shell rim, before load was transferred to the displaced liner, fracturing the locking tabs.